Event description:
It was reported to adac that the customer reported incorrect blocking applied to an electron beam. The user was using an electron field with a cutout. They saw isodoses outside the fields being treated. No injuries were reported as a result of this issue.